Event description:
It was reported that the device was ¿not functioning.¿ it was stated the patient needed to have an MRI scan of the c-spine. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).